Event description:
Physician reported capsular contracture, baker grade iii. This record relates to left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, e3.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Crease fold observed. Red particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported capsular contracture, baker grade iii. This record relates to left side. Device has been explanted and replaced.

Event description:
Physician reported capsular contracture, baker grade iii. This record relates to left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade 3. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.